Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the pediatric patient experienced a skin reaction with itching, rash, redness, pimples, lump, infection and abscess on the needle puncture site. The patient was taken to the hospital and there they prescribed oral antibiotics cloxacillin. At the time of the report the reaction was healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).